Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The malfunction could not be duplicated. The fluoro functions board and ps1 were replaced, and the transformer strapping was adjusted. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system displayed intermittent communication failure messages. No pt injury was reported.